Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) to discuss the decrease of impedance measurements for all three of the patient's leads. Of the three leads, only the left ventricular (lv) lead exhibited an acute decrease of over 500 ohms from one pacing impedance measurement to the next. The lv lead impedance had decreased from 1050 to 400 ohms. Ts advised the clinician to bring the patient in for an evaluation. The field representative contacted the clinic and obtained additional information stating that the patient has kidney cancer and had extensive surgery around his heart and the tachycardia therapy was programmed off for the surgery. It was noted that this surgery was close to the time when the impedance measurements decreased. The field representative stated since the patient had other health issues and was currently at a care facility, the lead impedance issues would not be assessed until his other health issues were addressed. No adverse patient effects were reported in relation to the decreased impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.